Event description:
The nurse reported a system message displayed during surgery on the seventh patient of the day. The system was rebooted to complete the case. A ten minute delay was reported. The same system message displayed during the next case. The nurse was unable to clear the system message. The remaining patients were then canceled. Additional information received stated the seventh case was difficult and the eighth patient had been waiting for some time. The eighth patient had dry eyes. The eighth and ninth patients had been prepared for surgery. The surgeries have been rescheduled. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and found the solenoid spacer was melted and the rubber split from the metal part. The solenoid spacer was replaced. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).